Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to pain and swelling in the upper left extremity. The subclavian vein was found to be occluded. There were no additional adverse effects were reported. This ra lead was explanted.